Manufacturer narrative:
Investigation - evaluation: a review of device history record, documentation, manufacturing instructions, specification, visual inspection and quality control data was conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There are several controls in place ensuring the quality of the packaging. Current controls include documents which outline a process to inspect all section 100% unless otherwise specified, including examining seals and packaging for foreign matter. The qc instructs to reject a product if foreign matter is present. A review of the device history record for the lot in question revealed 16 potentially related non-conformance caught by quality controls prior to shipment which involved foreign matter in seals, above seals, and in inner bags, all of which were reworked. However, a complaint search revealed this complaint to be the only reported complaint associated to the complaint lot number. Complaint sample evaluation was performed with the returned product, which showed the unopened fanelli cholangiography catheter set with a dark fiber inside, thus confirming the complaint. Based on all of the above information, it is reasonable to suggest the foreign matter was introduced at some point during the manufacturing or packaging processes. The root cause was selected to be associated to manufacturing / foreign matter. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported observing foreign matter described as a hair within an unopened package of a fanelli cholangiography catheter set. There was no patient contact; accordingly no adverse patient consequence. The device is available for evaluation.